Event description:
It was reported that the trach tube flange broke. The trach was changed to resolve the issue. Item and lot number are unknown. Additional information was requested; however, no further specific details on this incident were received. No additional adverse effects to the patient after the trach was changed, were reported.

Manufacturer narrative:
UDI number, catalog number and device lot numbers are unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR review was not conducted since no lot number was provided.